Event description:
Dialysis reports that several blood line sets have come with a clogged arterial pod impeding testing on the machine and placement of patient onto dialysis machine. New lines had to be obtained in order to allow for treatment. This has happened on three separate occasions.